Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8598, serial (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8731, serial (B)(4), implanted: (B)(6) 2003, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. The date of the event was approximately (B)(6) 2014. It was reported the patient had an epidural injection in 2014 and woke up 12 hours later in the middle of the night and had 105 fever. The patient¿s wife brought him to the emergency room. The patient had meningitis and was admitted. The patient was told that the epidural injection punctured the epidural cavity and that medication along with blood got into the cavity and contaminated the fluid which caused meningitis. The patient was treated with intravenous antibiotics. The pump was explanted. The patient was injured in the 80s. In 1995 they put screws and rods at 3 levels and fused lumbar 3, 4 and 5. In 1997, he was still having considerable pain and they thought the screws and rods were touching a nerve, so they removed the hardware, and everything healed. They were trying to straighten out his back. The patient had seen his lumbar on fluoroscope and he does not have a lumbar spine. No further complications were reported.